Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the stem coming loose. The original surgery was a fracture and the surgeon press fitted it, and the stem became loose over time.